Manufacturer narrative:
The device has been received for eval; however, device eval is not yet complete. A f/u MDR will be filed.

Event description:
Received info regarding multiple cartridge alarms (cartridge alarm 19) during basal delivery. There was no reported info regarding customer's blood glucose level.